Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: on what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were cultures performed? If so, what are the results? If applicable, will product be returned, return date, tracking information? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Please refer to the event description, no further information can be provided. What was the onset date of symptoms from the initial surgical procedure? (B)(6) 2019.

Manufacturer narrative:
(B)(4). The device history records reviewed, and no issue found. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What was the onset date of symptoms from the initial surgical procedure? Were cultures performed? If so, what are the results? If applicable, will product be returned, return date, tracking information? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent an ulcer repair procedure on an unknown date in 2019 and suture was used. It was reported that the patient suffered from erythema, itching, wound secretion, inflammation on the incision spot after the surgery of repairing of perforation of anterior wall ulcer of duodenal bulb. Debridement, desloratadine tablets, and halometasone ointment were given to the patient for treatment. Then the patient's condition changed better. Additional information has been requested.